Event description:
It was reported that the pump battery could not be charged intermittently, causing the pump to shut down on multiple occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.